Manufacturer narrative:
(B)(4). Investigation in progress. A supplemental medwatch will be submitted when additional informations becomes available.

Event description:
The customer stated when switching from free mode to arterial mode the pump displayed the "runaway" error. The pump had to be rebooted and the handcrank had to be used for 40 seconds while the pump rebooted. Additional information: no patient information were given. (B)(4).

Manufacturer narrative:
A field safety technician was sent to investigate the reported issue: runaway appeared on display after mode was changed from free to art while circulating primer at approx. 3500 rpm. According to service order #(B)(4) the centrifugal pump (speed at 5000 rpm) and the system (with wise telenet and serial terminal) were checked. Functional tests has been performed and it has been verified that rfc (rotaflow console) meets factory spec`s. Electrical safety tests have been performed. No problem has been found with rfc. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The service technician was unable to reproduce the issue. The complaint could not be confirmed.

Event description:
(B)(4).